Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2013 and obtained the following information. The reporter stated she had noticed the meter readings were consistently erratic, which she said started approximately 4-6 months ago. On an unknown date/time, the patient (who has other health conditions, down's syndrome and celiac disease) was tested on the subject meter and obtained a blood glucose value of "420mg/dl." The patient manages her diabetes with humalog insulin through pump therapy. The reporter stated in response to the alleged high reading, she bolused her insulin (unknown amount) and a few minutes later the patient experienced symptoms of "looking spaced out and feeling low." The reporter treated her with marshmallows and she felt better within 10-15 minutes. After this episode, the reporter would test the patient 2-3 times consecutively and would bolus her based on the 2nd reading. She claimed she observed readings of "450, 300 and 275mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The reporter stated her normal blood glucose values are in the "200mg/dl" range and her latest a1c was 7.9%. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury. However, this complaint is being reported because the meter did not meet lfs criteria for accuracy/precision.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.